Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in the pancreas to treat a pseudocyst during a stent placement procedure performed in (B)(6) 2015. According to the complainant, the stent was implanted at (B)(6) medical center and no issues were reported. Approximately two months after the stent had been implanted, on (B)(6) 2016, the patient presented at (B)(6) health with a gi bleed. The physician could not get the bleed to stop as it was too profuse. The patient underwent an angiogram where it was noted that the patient had a pseudoaneurysm of the splenic artery. An ir came in to coil the bleed and it stopped. The patient suffered significant organ damaged and passed away as a result. In the physician¿s assessment, the patient¿s cause of death was the pseudoaneurysm of the splenic artery. The relationship between the axios stent and the patient¿s death is unknown.